Manufacturer narrative:
Initial.

Event description:
It was reported that the patient avoided meal announcements due to fear of hypoglycemia, and the correction algorithm appeared more aggressive on reports, consistent with missed meal announcements and a need for user education. Symptoms included concern about low glucose risk without a confirmed hypoglycemic event. Outcomes included no alerts or alarms and no hospitalization. Investigation included troubleshooting and education focused on proper meal announcement practices and understanding of correction dosing. Investigation of this case revealed user-related underreporting of meals leading to perceived aggressive corrections by the device. It was concluded, based on previously established findings for similar reports, that the cause was user interaction and use error related to missed meal entries.